Manufacturer narrative:
Date of event, initial reporter title, initial reporter name: corrected. Describe event or problem: updated.

Event description:
It was reported that guidewire detachment occurred. An amplatz wire was advanced for a through and through access after central venous recanalization prior to the venoplasty and stent intervention. The amplatz wire required snaring. During snaring, a defect in the outerwrap of the wire was noted. At the end of the case, the wire was removed and a small fragment of the outerwrap of the wire broke off and epithelialized into a pelvic vein. A small extravascular portion was removed surgically. No patient complications were reported and the patient was released with no significant sequelae.

Manufacturer narrative:
Date of event: (B)(6) 2018.

Event description:
It was reported that guidewire detachment occurred. An amplatz wire required snaring. During snaring, a defect in the outerwrap of the wire was noted. At the end of the case, the wire was removed and a small fragment of the outerwrap of the wire broke off and was retained in the vein. No patient complications were reported. The site was contacted and asked to provide further information. Boston scientific will continue to ask for the provision of this missing information and will provide if it becomes available.